Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced tape not sticking issue event on (B)(6) 2026. No further information available.